Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the balloon ruptured. Vascular access was obtained utilizing a vein retrograde approach. The 90% stenosed target lesion was located in an anastomosis shunt in a moderately tortuous and non-calcified vessel. After a guide wire was crossed, an 8.0 x 40 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the second inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.